Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d4 (UDI), d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was a temporary electrical contact failure, which occurred by foreign material at the electrical contacts between the scope connector and the system. However, the root cause of the event could not be specified. We confirmed that the event is detectable/preventable by handling the product in accordance with the following IFU. Ltf-s190-5/10 IFU: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
There is no new additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the¿subject device had e216 error displayed. There were no reports of patient harm.